Event description:
The reporter called lfs on behalf of patient alleging that their one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of 246 mg/dl and 326 mg/dl with the lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl; however, the customer service representative discovered that the patient had been using test stripsa which may have been expired, stored improperly or opened longer than the discard date. The csr also discovered that the meter had mnissing segments. The patient neither allegted harm nor experienced injury or medical intervention. Based on the information supplied by the reported ,there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter and test strips were replaced.